Event description:
During the product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The device was serviced on-site by a baxter field service technician. To correct this condition the power cord was replaced. The root cause of the damaged power cord is unknown. If any additional relevant information is received, a follow-up MDR will be sent.